Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display, problem isolated to electronic assembly. Unable to verify unexpected suspend low sensor glucose and perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to the blank display.

Event description:
Customer's mother reported via phone call that customer was experiencing high blood glucose level and low blood glucose level. The customer¿s blood glucose level was unknown at the time of the incident. Customer went to health care professional's office. The customer¿s mother said that her health care professional uploaded the pump and found that the pump was randomly suspending the delivery of the insulin. The customer¿s mother said that the health care professional asked her son if he was suspending it and her son told them that he wasn't. Customer¿s mother also said that her son was using cgm from dexcom so its never connected to the insulin pump. The customer¿s mother said that her health care professional told her that the random suspension started happened on june 05. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.